Event description:
As reported for this event by the customer, during a therapeutic colorectal surgery, the device teflon pad melted on both sides. The procedure was completed with another device. There is no harm or adverse impact to the patient.

Manufacturer narrative:
The device is returned but the device evaluation is not yet completed. As such, a definitive root cause of the reported complaint cannot be determined at this time.supplemental report(s) will be filed as any relevant new information becomes available.

Manufacturer narrative:
The device is returned and an evaluation completed for it. This supplemental report is being submitted to provide this information. Upon inspection of the device, it was observed that the tissue pad was worn and partially torn away. The coating of the probe was partially peeling. Based on the device evaluation, the exact cause of the wearing and partial tearing of the tissue pad cannot be exclusively identified. From the past investigation results, the worn and partially torn of the tissue pad could have happened because seal and cut output was activated while grasping nothing with the grasping section and the probe tip, or kept activating the output after a transection of tissue. It has been confirmed that the probe coating peels off if the device is handled as below. However, it could not be conclusively determined if such handling actually caused the reported phenomenon. Activate the device in seal and cut mode for a long duration while no tissue is grasped by the grasping section and the distal end of the probe. Activation in seal and cut mode continued after completion of a tissue cutting is also included in such activation.